Manufacturer narrative:
Batch review performed on 26 february 2018. Lot 172827: (B)(4) items manufactured and released on 13 july 2017. Expiration date: 2022-06-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and a similar event has been reported.

Event description:
The patient came in due to signs of infection 4 months after primary. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully.